Event description:
It was reported the patient had felt ill before after they had a refill about 4-5 months ago where they were told there was a ¿gap for some reason.¿ it was stated there was a mistake during the refill and ¿when they started back up it was somehow programmed not to start up right away,¿ and after the refill, they were going through withdrawal. It was stated they were a mess and ¿hurt horribly.¿ it was noted they went to the ER. It was stated they were fine when they went back to the doctor and the pump had gone back to normal. The pump was used to deliver an unknown drug. Additional information reported the patient did not have concerns with their therapy, received assistance from their doctor or manufacturer's representative (rep), and still had concerns with their device or therapy, but had not sought further help.

Manufacturer narrative:
Concomitant product: product ID 8840, serial# unknown, product type programmer, physician; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).